Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of myopotential noise and changes in amplitude morphology measurements. No noise was present after the delivery of inappropriate therapy. Troubleshooting options were provided to the field and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient was brought back in for system testing which was able to reproduce noise. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of myopotential noise and changes in amplitude morphology measurements. No noise was present after the delivery of inappropriate therapy. Troubleshooting options were provided to the field and the s-ICD remains in service. No adverse patient effects were reported.